Manufacturer narrative:
H4: device manufacturer date: the device was manufactured in december 2012, based on the three-digit lot number. The specific date could not be determined with that information. During inspection and testing, the customer¿s complaint could not be confirmed. Based on the results of the legal manufacturer's investigation, testing and inspection was unable to find any issues connecting the (orange) plastic connector connecting tube device onto the d2 ports of the oer-elite reprocessor test unit. And no signs of the grey levers/metal clips and (orange) plastic connector coming off/popping off. The click sound was verified and secured when connecting the (orange) plastic connector to the d2 port. Both right/left grey levers and metal clips were intact on the (orange) plastic connector. There were no signs of external damages noted with both levers and metal clips. The movements on the grey levers were also checked, and no signs of looseness with the levers when pressed multiple times. A definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during reprocessing. They observed, that the scope connector clips are coming apart, and they experienced a e024 channel monitoring error. There were no reports of patient harm associated with this event.